Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 5133217 regarding item #381023. DHR for final lot number 5133217 has been reviewed. No quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the nurse was accidentally pricked because the needle did not fully retract. Once the device (needle cannula) was positioned and the button to retract the needle was pressed, the nurse was accidentally pricked because the needle did not fully retract and about 1 cm of the tip remained exposed.